Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, suffering, disability and impairment. Associated MDR: 1018233-2013-02241.